Manufacturer narrative:
(B)(4). Device was discarded.

Event description:
It was reported a loosened unknown lz healing abutment at tooth location 3. Healing abutment was discarded and replaced with a 4.5x6.5x3. No further additional information was reported.

Manufacturer narrative:
The unknown zimmer healing abutment 4.5x6.5x3mm was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth #(B)(6) and used for an unknown period of time prior to the event. The reported event could not be recreated due to the nature of the dental device and event (loosening). The customer has not provided additional pictures or x-ray images of the product. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (component loosening) or product (zimmer healing abutment 4.5x6.5x3mm). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.